Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.

Event description:
Boston scientific crm received information that during a routine visit, an unexpected high impedance value was observed in the left ventricular (lv) lead and a yellow alert had been issued on latrm. A rise in the pace threshold was concurrently noted. The physician reprogrammed the lead polarity to unipolar configuration, which normalized the impedance and threshold measurements to acceptable values. The physician suspected a partial lead fracture, and the lead remains in service. The patient will return for their next scheduled follow-up in a few months. No adverse effects were reported.